Manufacturer narrative:
E1: patient city: (B)(6), patient country: costa rica. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in costa rica. It was reported that the patient faced hypoglycemia went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 18 mg/dl at the time of event and the patient was given glucose drink and carbohydrate pills. The patient treated with only insulin and serum glucose and was admitted for 2 hours. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4, manufacturing date under h4 and medical device problem code (a) under h6. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 11-jan-2026 against " lot number 6006537 and similar malfunction code insulin overdosing due to priming set up not followed. The review confirmed that lot 6006537 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) plan of the same or similar nature. Similar complaints search: a query was run in the eqms on 11-jan-206 against "lot number" criteria equal 6006537 insulin overdosing due to priming set up not followed. The count of complaint is 1. The complaint number is complaint: (B)(4). Device history record (DHR) review: the lot 6006537 was manufactured according to the work instruction (wi) version 96 and manufactured in the multivac 14, on 07-apr-2024, with a total of: (B)(4). Units. The subassembly of welding lot 4d00572 was manufactured according to the wi version 33 and manufactured in the assembly line ls24, ls25 on 05-apr-2024, with a total of: (B)(4). Units. The subassembly of gluing connector lot 4d00521 was manufactured according to the wi version 37 and manufactured in the assembly line gluing 03 on 04-apr-2024, with a total of: (B)(4) units. The subassembly of gluing connector lot 4d00521 was manufactured according to the wi version 37 and manufactured in the assembly line gluing 03 on 04-apr-2024, with a total of (B)(4) units. The subassembly of gluing tube lot 4d00588 was manufactured according to the wi version 37 and manufactured in the assembly line gluing ft02 on 08-apr-2024, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Wi guidance for functional testing 2 air leak test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code no malfunction based on complaint information. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). As a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6006537 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.